Event description:
It was reported that a patient, with an artificial urinary sphincter (aus), presented with recurring incontinence. The physician attempted to troubleshoot the device with no success, so the aus was explanted. Upon explant, the physician identified that there was fluid loss from the device that lead to the finding of a tear in the aus cuff. A new aus was implanted, and no additional patient complications were reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent thorough analysis. The cuff and balloon were visually examined, microscopically inspected, and leak tested. Testing of the cuff identified a hole in the cuff kink resistant tubing (krt) which led to fluid loss at the relief junction because of fatigue. The balloon analysis did not find any evidence of damages or leaks. Based on the information available, the analysis did confirm the reported event based on the hole that was identified in the device. The conclusion code of cause traced to component failure was chosen to represent this analysis.

Event description:
It was reported that a patient, with an artificial urinary sphincter (aus), presented with recurring incontinence. The physician attempted to troubleshoot the device with no success, so the aus was explanted. Upon explant, the physician identified that there was fluid loss from the device that lead to the finding of a tear in the aus cuff. A new aus was implanted, and no additional patient complications were reported.